Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The issue was resolved by reseating the 30-degree endoscope. The isi tse advised the customer to press the clutch button if the issue would reoccur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image of the 30-degree endoscope turned upside down. The customer reseated the endoscope to resolve the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) explained that the issue could be due to the guide tool change (gtc) and advised the customer to press the clutch button if the issue would reoccur. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. There was no patient injury.